Event description:
The customer contacted stryker to report that their device would not power on as expected when the lid is opened. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue was verified. The investigation determined the root cause to be the reed switch sw5 not working as expected. The customer received a replacement device to resolve the reported issue.

Event description:
The customer contacted stryker to report that their device would not power on as expected when the lid is opened. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.